Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of channel error and channel disconnect alarms was confirmed. Physical inspection of the device noted that each iui connector of the pump module showed signs of contamination. Analysis of the pcu event log shows that the first channel disconnect alarm occurred immediately after the user opened the door of channel b a few times and then removed the tubing. The channel b pump module s/n: (B)(4) was then replaced with pump module s/n: (B)(4) within a few seconds. Therefore, it is believed that the channel disconnect alarm was caused by the user deliberately detaching the device. Later, a 240.4150.0 channel error occurred approximately 16 seconds after the start of infusion on channel b s/n: (B)(4). The user confirmed the channel error and removed the failed pump module; however, channel a was still active (in a paused state) and a channel disconnect alarm occurred. The user immediately reattached channel a and reprogrammed it. Functional testing resulted in a 240.4150.0 channel malfunction error several seconds after the start of the test infusion. The error was replicated several times. The proximate cause of the 240.4150.0 channel error during infusion was a faulty bottle-side pressure sensor. The root cause of the faulty pressure sensor is believed to be a broken wire bond on the pressure sensor component. A contributing factor has been shown to be excessive force applied to the sensor.

Event description:
The customer reported that during an unspecified infusion and transport of the patient between care areas, a channel error occurred. The user reportedly removed the module, snapped it back on to the system, and continued the infusion. It was later reported that the unit had channel disconnect alarms and shut down. No patient harm was reported.